Event description:
It was reported that air accumulated in the as lvp 20d 2ss cv tubing and the channel was dry and "collapsed". The following information was provided by the initial reporter: "this event occurred on (B)(6) 2020. The complaint is that there was an accumulation of air in the tubing; the tubing in the channel was dry and collapsed. The channel was alarming ¿occluded-container empty.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 10/26/2020. H6. Investigation: one sample was returned for investigation. An investigation was conducted and the customer complaint that there was an accumulation of air in the tubing could not be replicated. A root cause could not be determined. A device history record review for model 2420-0007 lot number 20075521 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that air accumulated in the as lvp 20d 2ss cv tubing and the channel was dry and "collapsed". The following information was provided by the initial reporter: "this event occurred on (B)(6) 2020. The complaint is that there was an accumulation of air in the tubing; the tubing in the channel was dry and collapsed. The channel was alarming ¿occluded-container empty.¿